Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when the device was fired, the clip scissored. The scissored clip was removed from tissue. A new device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.